Event description:
Following the initial implant procedure, the patient began experiencing chest pain and cyanosis. An echocardiogram was performed and found a pericardial effusion. A pericardiocentesis was performed and the effusion was aspirated. An interrogation was performed and the pacing impedance was increased. The patient was stabilized and will continue to be monitored.